Event description:
It was initially reported by a patient's mother that the vns patient experienced an increase in seizure intensity and noted the vns magnet not working to shorten seizures. The treating nurse related the events to end of service of the generator. A battery life calculation was performed and indicated .22 years until eos=yes. Moreover, the patient underwent generator replacement surgery due to end of service. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the generator revealed the end of service condition was not confirmed. At the moment, good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.